Event description:
It was reported that caller experienced alarm 2 followed by repeated occlusion alarms that recurred after initial troubleshooting. There was no reported impact to the customer¿s blood glucose level. Customer, under guidance from technical support, disconnected tubing from infusion site and cartridge pigtail, tightened t:lock, and delivered test boluses until occlusion alarm no longer recurred, and was advised to stop using fiasp insulin with pump and to use either novorapid or humalog moving forward.